Event description:
The customer's wife reported inaccurately low blood glucose readings with test strips, lot #1k523b. The customer opened the test strips on 12/20/96 and immediately obtained blood glucose readings in the 40 mg/dl range. He did not believe the readings to be accurate because he did not have any hypoglycemic symptoms. His usual blood glucose readings with another co's test strips are in the 120-135 mg/dl range. The desiccant is in the bottle of test strips. The code was set correctly for all tests. The contact stated that she did not know whether her husband had performed a normal control solution test or a check strip test. Because the pt was not available at the time of the call, no tests were performed with the rep. The contact stated that the pt had begun using the test strips immediately after purchasing them.